Manufacturer narrative:
(B)(4). Batch # t94f7t. Investigation summary: the device was returned with the upper jaw detached and not returned. In addition, the electrode, ceramic and I-blade were not damage as was reported. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. Additional information was requested, and the following was obtained:did the electrode ceramic in the lower jaw separate or break off? I believe so, not sure. Did the I blade get damaged or break off? Yes. Is the black ptc in the upper jaw detached? Not sure. Is the top jaw broken off the of the device? Not sure. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy they had been working for 4.5 hours and the device was being used pretty roughly throughout the case. The end of the enseal came off into the patient's abdomen, they retrieved the piece and no patient harm. The doctor then opened a new device to finish the case.